Event description:
This is a female with a history of back pain going back approximately 20 years. She has had 3 previous back surgeries, including placement of a spinal cord stimulator around 1998 per the patient. About a year ago, she began having more lumbar pain as well as right leg pain, depending on her posture. She also stated that whenever she walks through a security screening device, she gets a pain that radiates down her right leg. She consulted a surgeon who noted that her spinal stimulator was still in place even though she no longer used it. Additionally, it appeared to be nonfunctional since she had never replaced the battery pack. However, the surgeon felt it might be interacting with the magnetic metal screening devices and xrays did show that the stimulator electrode was lodged at the tip of the spinal cord. Therefore, the decision was made to remove the stimulator. So, in 2009, the device was explanted and then discarded by the surgeon. The patient tolerated the procedure well and was discharged home in good condition the next day.